Event description:
It was reported that during a revision surgery to address adjacent segment disease, eight pathfinder closure top inner hexagons were stripped. There was no patient or procedural impact, aside from a roughly 30 minute delay, and other closure tops were available to complete the case.this is report eight of eight for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.reference reports 3012447612-2026-00165 through 3012447612-2026-00172.